Manufacturer narrative:
Patient's weight: unk. Patient's ethnicity/race: unk. The device was discarded, thus no investigation could be completed. Vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to increasing rv thresholds, decreasing rv amplitude and decreased impedance to sense/pace. A right atrial (ra) lead was present in the patient but was not initially targeted for extraction. The procedure was performed from a right sided access, due to the patient having breast cancer. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. A spectranetics 16f glidelight laser sheath was used and advancement was made to the ra; however when the glidelight reached the ra, the patient's blood pressure dropped. Transesophageal echocardiography (tee) detected cardiac tamponade. Rescue efforts began immediately, including sternotomy and bypass. An ra perforation, along with subclavian, innominate/superior vena cava (svc) junction perforations, were discovered. The ra perforation was repaired easily; however repair of the innominate/svc junction required use of a gore-tex vascular graft. Both rv and ra leads were removed post-sternotomy. The patient survived the procedure, and scheduled to receive an s-ICD unit in the near future. This event captures the 16f glidelight in use when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.